Event description:
Chest tube was placed in ER. Prior to transferring patient to bed in ICU, patient was observed to have spreading crepitus to chest/abdomen/face and neck. Occlusive dressing held in place by rn and dr was called to bedside and intubated patient to protect airway. Chest tube placed in ER did not appear to be working properly and another, larger chest tube was placed and immediately started draining appropriately.======================manufacturer response for chest tube drain, drain chest express latex free dry control single collection prefilled air leak monitor connector clamp 1 tube sterile (per site reporter).======================I am awaiting their response.